Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose levels at the time of the incident are unknown. Troubleshooting was done and the issue remained unresolved. Product is expected to return.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No excessive no delivery alarm noted. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.